Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted once the quality investigation is complete.

Event description:
It was reported that the handpiece began leaking a fluid into a patient's wound during a podiatric procedure. After the leakage, the site was then suctioned and irrigated with an antibiotic solution. The procedure was completed with another device. An x-ray was taken after the incident and no further complications were found. The patient was prescribed a post-op antibiotic. There is no permanent damage known at this time.